Event description:
It was reported that the customer experienced intermittent elevated blood glucose levels and went to the emergency room on (B)(6) 2025 and was admitted to the intensive care unit (ICU). The customer's blood glucose (bg) level was 750 mg/dl with a high ketone level that was not identified as dangerous by healthcare provider. The cause of elevated bg was unknown. The customer was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.